Manufacturer narrative:
H10, h3, h6: the device, used in treatment, has not been returned for evaluation. One photo was supplied and reviewed, establishing a relationship with the event reported. However, the root cause remains undetermined. A review of the batch/lot documentation has not been possible as these details have not been provided. However, at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed, revealing further instances. One photo of the foot ulcer has been provided for review. It is a single undated image which confirms appearance of the surrounding tissue consistent with reported maceration though it was reported that nothing has changed in the wound. No other images were provided to confirm or provide information of change over time. The patient¿s foot appears to have had extensive ulceration of the bed of the foot as well as appears to have removal of 2nd toe in the past to indicate previous complications of this foot. It is unknown how the reported issue was treated or any comorbidities as no information has been provided. The information provided is insufficient to determine whether the reported maceration of the foot ulcer is due to pre-existing or concurrent medical conditions or if the device was used for its therapeutic purpose as intended. The causal relationship between the renasys foam kit device and the reported issue cannot be confirmed. The renasys IFU contains the following caution: ¿when monitoring patients for delivery of therapy, ensure wound dressing is free of air leaks, fully compressed and firm to the touch.¿ ¿carefully monitor the patient, device, and dressing frequently to determine if there are any signs of bleeding, exudate accumulation (pooling), infection, maceration, or loss of negative pressure wound therapy (npwt).¿ there is no report of the patient¿s current condition, and the future impact to the patient cannot be determined. Should information become available this complaint can be re-assessed. No further medical assessment is able to be performed at this time. The associated risk files contain multiple failure modes that can lead to maceration, including but not limited to, blockage in the dressing or tubing, exudate pooling and excess wound filler being used. Without further information into the cause of the harm, a precise failure mode cannot be assigned. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that maceration of a foot ulcer occurred while using a renasys foam kit. The customer says that nothing has changed in the application but he has found the skin more and more soaked/scratched. A delay greater than 30 min was reported, but it is unknown how the treatment was completed.